Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by a territory manager that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 265 mg/dl at the time of the call. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller mentioned a motor error alarm. The caller also mentioned that the information displayed on the pump was not matching actual physical information such as reservoir levels. The customer stated the pump had been exposed to a high magnetic field and had a motor position encoder error. Troubleshooting was not completed for the low as the customer declined. The insulin pump will be returned for analysis.